Event description:
It was reported that the battery was heating up and not charging after a case at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the battery was heating up and not charging after a case at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Evaluation is ongoing.

Manufacturer narrative:
The reported event of battery heats up was not confirmed, however the reported event of battery cannot charge was confirmed. The technician found that the guide rails were broken. Broken guide rails can cause the battery not to charge.